Manufacturer narrative:
(B)(4). Method: only the pcb assembly (batch number 2100169970) of the complaint iw980 baby control wall mount infant warmer was returned to fisher & paykel healthcare in (B)(6) for investigation. The returned pcb assembly was visually inspected and performance tested. Results: the controlled audio alarm of the returned pcb assembly was observed to be not working, which was confirmed when a known good speaker was put in parallel with the board speaker during investigation. Production record showed that the returned pcb assembly was a spare board that the healthcare facility purchased for the subject infant warmer. Conclusion: the fault reported by the healthcare facility appeared to be due to incorrect data configuration on the control pcb alarm flash memory. Most likely it was corrupted after the subject pcb assembly was released for distribution, or the process operator failed to identify that the audio alarm was not working during functional test in the production line.

Event description:
A healthcare facility in (B)(6) reported that the speaker of an iw980 baby control wall mount infant warmer was faulty. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The defective component of the subject iw980 baby control wall mount infant warmer is en route to fisher & paykel healthcare in (B)(4) to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported that the speaker of an iw980 baby control wall mount infant warmer was faulty. This was observed before use on a patient.